Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing was severed. The following information was provided by the initial reporter: event 1: material no: 2420-0500; batch no: 20063045. It was reported that tubing was severed at the blue clip junction of the IV tubing when the medication was first started. Event description, per email, states, "keeping you updated, we have had 3 more instances of tubing that is severing at the blue clip junction of the IV tubing. We have pulled additional lot #s. " instance 1: date of event: (B)(6) 2020; affected lot: 20063045. Was there any adverse event(s) as a result of the reported defect? This was caught when medication was first started, no adverse event. Unfortunately, tubing was thrown away.

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing was severed. The following information was provided by the initial reporter: event 1: material no: 2420-0500, batch no: 20063045. It was reported that tubing was severed at the blue clip junction of the IV tubing when the medication was first started. Event description per email states: keeping you updated, we have had 3 more instances of tubing that is severing at the blue clip junction of the IV tubing. We have pulled additional lot #s. Instance 1: date of event: (B)(6) 2020. Affected lot: 20063045. Was there any adverse event(s) as a result of the reported defect? This was caught when medication was first started, no adverse event. Unfortunately, tubing was thrown away.

Manufacturer narrative:
H.6. Investigation: due to no photo or sample received, the customer's complaint of tubing separation could not be verified. A device history record review for model 2420-0500, lot number 20063045 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h.10.